Manufacturer narrative:
Argus case #: (B)(4).

Event description:
I was confused with another glass to clean my dentures and maybe I took it [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega denture cleansing tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega denture cleansing tablets. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets.this report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:the adverse event information was received from consumer via call center representative (phone) on 03 mar, 2023 and consumer reported that "I wanted to know the contraindications of corega, I can tell you that I used a corega, it was in my glass and I was confused with another glass to clean my dentures and maybe I took it".